Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". The patient's concurrent conditions included yeast vaginitis, perineal pain and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), fibromyalgia ("fibromyalgia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti (urinary tract infection)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), hypothyroidism ("hormonal changes/hormonal changes describe: hypothyroidism"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmennorhea(cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), migraine ("migraines"), urinary tract disorder ("urinary tract disorder nos"), diverticulum ("diverticulosis"), dysgeusia ("metal taste"), hypersensitivity ("hypersensitivity"), muscle spasms ("spasm") and limb discomfort ("legs feel heavy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, fibromyalgia, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hypothyroidism, headache, nausea, weight increased, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, migraine, urinary tract disorder, diverticulum, dysgeusia, hypersensitivity and muscle spasms outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, depression, diverticulum, dysgeusia, dysmenorrhoea, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, hypothyroidism, limb discomfort, menorrhagia, migraine, muscle spasms, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per ppf: essure insertion date: (B)(6) 2014 (discrepancy same as essure confirmation test). She had not undergone essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: failure to occlude (close) fallopian tube. Imaging procedure - in (B)(6) 2014: essure confirmation test(s)(unspecified) failure to occlude. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , dyspareunia , vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". The patient's concurrent conditions included yeast vaginitis, perineal pain and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), fibromyalgia ("fibromyalgia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti (urinary tract infection)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), hypothyroidism ("hormonal changes/hormonal changes describe: hypothyroidism"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmennorhea(cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), migraine ("migraines"), urinary tract disorder ("urinary tract disorder nos"), diverticulum ("diverticulosis"), dysgeusia ("metal taste"), hypersensitivity ("hypersensitivity"), muscle spasms ("spasm") and limb discomfort ("legs feel heavy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, fibromyalgia, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hypothyroidism, headache, nausea, weight increased, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, migraine, urinary tract disorder, diverticulum, dysgeusia, hypersensitivity and muscle spasms outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, depression, diverticulum, dysgeusia, dysmenorrhoea, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, hypothyroidism, limb discomfort, menorrhagia, migraine, muscle spasms, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per ppf: essure insertion date: (B)(6) 2014 (discrepancy same as essure confirmation test). She had not undergone essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: failure to occlude (close) fallopian tube. Imaging procedure - in (B)(6) 2014: essure confirmation test(s)(unspecified) failure to occlude. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received-case become incident removal was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 688676) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". The patient's medical history included dyspareunia and endometriosis externa. Concurrent conditions included yeast vaginitis, perineal pain and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), fibromyalgia ("fibromyalgia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti (urinary tract infection)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), hypothyroidism ("hormonal changes/hormonal changes describe: hypothyroidism"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmennorhea(cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), migraine ("migraines"), urinary tract disorder ("urinary tract disorder nos"), diverticulum ("diverticulosis"), dysgeusia ("metal taste"), hypersensitivity ("hypersensitivity"), muscle spasms ("spasm") and limb discomfort ("legs feel heavy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. And salp./robot assisted total laparoscopic hysterectomy with bilateral salpingectomy.). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, fibromyalgia, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hypothyroidism, headache, nausea, weight increased, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, migraine, urinary tract disorder, diverticulum, dysgeusia, hypersensitivity and muscle spasms outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, depression, diverticulum, dysgeusia, dysmenorrhoea, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, hypothyroidism, limb discomfort, menorrhagia, migraine, muscle spasms, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per ppf: essure insertion date: (B)(6) 2014 (discrepancy same as essure confirmation test). She had not undergone essure removal surgery. Discrepancy noted in date of birth (B)(6) 1974. Date(s) of insertion: (B)(6) 2014 (as per pif). No. Of coils: left-4, right- 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: failure to occlude (close) fallopian tube. Imaging procedure - in (B)(6) 2014: essure confirmation test(s)(unspecified) failure to occlude. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , dyspareunia , vaginal bleeding,dysmennorhea. Quality-safety evaluation of ptc: . Most recent follow-up information incorporated above includes: on 18-dec-2020: mr received. Reporter information, other relevant history, auto-narrative supplement were added lot no. Were added .rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 688676- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". The patient's medical history included dyspareunia and endometriosis externa. Concurrent conditions included yeast vaginitis, perineal pain and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), fibromyalgia ("fibromyalgia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti (urinary tract infection)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), hypothyroidism ("hormonal changes/hormonal changes describe: hypothyroidism"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmennorhea(cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), migraine ("migraines"), urinary tract disorder ("urinary tract disorder nos"), diverticulum ("diverticulosis"), dysgeusia ("metal taste"), hypersensitivity ("hypersensitivity"), muscle spasms ("spasm") and limb discomfort ("legs feel heavy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. And salp./robot assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, fibromyalgia, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hypothyroidism, headache, nausea, weight increased, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, migraine, urinary tract disorder, diverticulum, dysgeusia, hypersensitivity and muscle spasms outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, depression, diverticulum, dysgeusia, dysmenorrhoea, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, hypothyroidism, limb discomfort, menorrhagia, migraine, muscle spasms, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per ppf: essure insertion date: (B)(6) 2014 (discrepancy same as essure confirmation test). She had not undergone essure removal surgery. Discrepancy noted in date of birth 29sep1974. Date(s) of insertion: 01jan2014 (as per pif). No. Of coils: left-4, right- 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2014: failure to occlude (close) fallopian tube. Imaging procedure - in (B)(6) 2014: essure confirmation test(s)(unspecified) failure to occlude. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , dyspareunia , vaginal bleeding,dysmennorhea. Lot number 688676 is not valid. Quality-safety evaluation of ptc: . Most recent follow-up information incorporated above includes: on 7-jan-2021: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.